Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient's post operative course was notable for low grade fevers (often 100.4-100.6 f). On (B)(6) 2018 it was noted the patient's fever to be 102 f and his white blood cell count at the time was 22.7. Sputum was sent on (B)(6) 2018 which was growing heavy moraxella catarrhali. The patient was started on ceftazidime on (B)(6) 2018 and was on that until infectious disease consult the next day. The patient was switched to cefriaxone IV 1g every 24 hours until (B)(6) 2018 due to rising white blood cell count. Antibiotics were changed to moxifloxacin 400mg daily until (B)(6) 2018.

Manufacturer narrative:
Section b5, h6: additional information.

Event description:
Additional information was received that the patient had right heart failure and remained on inotropes post implant for more than 9 days.